Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose. Reportedly, the customer reset the pump and the malfunction alarm cleared.